Event description:
Same patient as MFR report #: 2134265-2008-02342. Clinical trial. It was reported that following a carotid artery stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated the 80% stenosed, 5x15mm lesion of the ostium of the right internal carotid artery. Treatment consisted of placement of a filterwire ez, placement of a nexstent, and post dilation resulting in 10% residual stenosis. The patient was discharged one day post procedure. On day 378, carotid duplex showed a mild to moderate stenosis (40-59%) of the right internal carotid artery and moderate to severe stenosis (60-79%) of the right external carotid artery. The right carotid stent appeared patent. Core lab ultrasound also reported the study stent was patent. A repeat ultrasound was recommended in six months. No action was taken to treat the restenosis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.